Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A connector region of the lead was returned for analysis. Visual examination found multiple external insulation abrasions at 11.2-12.2, 12.5-12.8 and 16.5-16.8 cm from connector pin, consistent with friction to the device can breaching the nonfunctional cables lumens. Electrical testing was normal with no other anomalies found.